Event description:
The reporter indicated that during the initial interrogation of a vns patient's generator it was revealed that the patient's device was no longer at intended therapy settings, prompting the reporter to reprogram the patient's device. The reported programming anomaly appears to be the result of an interrupted systems diagnostics test, though this has not been confirmed. Good faith attempts for additional info have been unsuccessful to date.